Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console(ssc) master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted the technical support engineer (tse) to report error 23062 on the master tool manipulator left (mtml) of a demonstration truck system. The tse was unable to verify the logs because the system was not connected onsite. The caller mentioned that the issue had already been discussed with the local field engineer, and they concluded that a replacement of the mtml on console was necessary. There was no report of patient involvement or reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis (fa) team. A review of field system logs showed unit had experienced error 23062 indicating the 3 phase motor did not respond as expected due to an inconsistency in measured current, voltage, and speed based on the internal simulation of the motor (mtm roll). A visual inspection was performed and found no external damages. The unit was then placed on in-house system and passed. The unit was driven and no errors were triggered. Upon further testing, unit was placed on surgeon side console (ssc) fixture test platform (sftp) to perform fitness tests and one hour sine cycle. The unit failed on the following unrelated to the field complaint: gravity balance test post sine cycle. However, performed gravity sequence, re-executed test, and passed. The remaining fitness tests passed. No errors related to the mtm roll were triggered. One hour sine cycle also passed. While the failure was not replicated during in-house testing of the returned mtm, the error observed in the system logs indicate a potential sensor issue due to the roll motor and slip ring in the mtm.

Event description:
Refer to h11 for follow-up information.